Event description:
It was reported that the artificial urinary sphincter (aus) was explanted as patient was experiencing recurring incontinence due to urethra atrophy at the cuff site. The physician performed surgery and all components are removed and replaced. There were no additional patient complication reported.